Event description:
Sigmoid colon resection under laparoscopic surgery with hand assist. Flexshaft was inserted transanally with hand assist the cs33 dlu and its anvil were prepared to fire as side-to-end anastomosis. Firing was successful. Due to size of dlu relative to pt anatomy, dlu could not be pulled out easily. During removal, surgeon turned dlu connector resulting in dlu falling into rectum. Took approx 30 minutes for surgeon to remove dlu manually, during which time the colon was split; it was repaired by hand anastomosis. This was not a product problem.